Manufacturer narrative:
The customer reported the device was discarded. Without the device investigation, a root cause for the balloon rupture could not be determined. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right iliac interventional procedure, the fox plus balloon ruptured at 8 atmospheres during the first inflation. The balloon and catheter were completely removed from the body and dilatation was completed using a non-abbott balloon. There was no adverse patient effect. No additional information was provided.